Event description:
The pt reported experiencing elevated blood glucose of 18-20 mmol/l (324-360 mg/dl) for 3 days prior. He attempted to lower his blood glucose by bolusing through the infusion device with no success. He injected insulin via syringe to lower his blood glucose. The pt believes the infusion device does not correctly deliver insulin. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
The infusion device was thoroughly evaluated and meets specs. The infusion device delivers the programmed amount of insulin correctly and functions as intended. The issue reported by the pt could not be reproduced.